Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that there was something wrong with the catheter valve and there were sand holes on the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed, but the cause cannot be determined. The device returned is one 4 fr groshong nxt clearvue PICC catheter with indwelling stylet. Visual observation found that the stylet was within the catheter and the catheter was pushed up only partially onto the flushing adaptor of the stylet. A ragged hole with material missing was found in the blue material between the 7- and 8-cm depth marks. Microscopic evaluation found that material was missing from the hole and the surface texture was finely granular. The edges of the damage showed some raggedness. The hole was oriented roughly in a chevron shape, pointing proximally. Viewing the hole from the inside found that the break surface appeared to be oriented toward the outside. Functional testing found that the device leaked from the hole during infusion, but infusate did not come out of the groshong valve. When the hole was covered during infusion, infusate came out of the groshong valve. A puncture made intentionally in the blue material with the stylet for comparison appeared dissimilar to the hole in question. After additional movement of the stylet within the new hole, the failure mode still appeared dissimilar. Tactual evaluation found the catheter appeared to narrow preferentially somewhat at the hole in question under tensile stress. The damage found in the catheter appears consistent with damage from a pinching or grasping tool; however, insufficient evidence is available to determine at what point this occurred. The cause is unknown. The IFU states the following: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of rebq0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that there was something wrong with the catheter valve and there were sand holes on the catheter. There was no reported patient injury.